Event description:
The hospital reported that the vasoview hempro vh-3500 was just about to be used, a little piece of plastic broke off that covers one of the screws on the cautery part. It was just about to be used but (they) weren't sure if (they) should use it as it was a gap in the "insulation" and didn't want to cause any burns." Team opened another kit to perform the harvest.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/24/2023. An investigation was conducted on 05/10/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula. There were no visual defects observed on the returned cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no visual or physical difficulties observed. There were no visual defects observed on the gray silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact, with the heater wire slightly flexed away from the hot jaw at the base of the hot jaw due to normal clinical use. A clear piece of plastic was returned for evaluation. The clevis of the harvesting device were observed. One was observed to be detached from the harvesting device. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; shaft" was observed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000294365 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that the vasoview hempro vh-3500 was just about to be used, a little piece of plastic broke off that covers one of the screws on the cautery part prior to the device being inserted into the patient. It was just about to be used but (they) weren't sure if (they) should use it as it was a gap in the "insulation" and didn't want to cause any burns." Team opened another kit to perform the harvest. There was no harm to the patient, as there was no patient involvement.